Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Therapy was ongoing. The patient experienced cloudy effluent due to the peritonitis. The cause of the peritonitis was unknown. The patient was treated with cefa and fortum ip for the event. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis and treatment with cefa and fortum were withdrawn. On an unreported date, the patient experienced pneumonia. Treatment was not reported for the event and the patient was later discharged from the hospital. It was unknown if the patient recovered from the pneumonia.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.